Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned sample did not meet specifications as received. The visual inspection found the front panel to have a cracked screw boss. The investigation could not determine a root cause or a probable root cause for the customer's report based on the information provided. A condition was found during the investigation that the front panel was cracked screw boss. The investigation could not determine a root cause or a probable root cause of the damage. The front panel was replaced to address the condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the case ended, the device was still detecting sponge even though all sponges were removed. There was no patient involvement.